Manufacturer narrative:
A partial lead was returned in two pieces: the connector portion measuring 10.4 cm and the distal portion measuring 54.0 cm. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented for a prophylactic device change out procedure. Before the procedure, the right ventricular lead exhibited loss of sensing and high capture threshold. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.